Manufacturer narrative:
The last calibration performed on 02-aug-2019 was ok. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 109.7 pg/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2019, resulting with a value of 1914 pg/ml. The 1914 pg/ml value was believed to be correct. The troponin t reagent lot number was 38153901, with an expiration date of 31-may-2019. Patient age is only an estimate.